Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "poor pad contact" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction of defib disabled was duplicated and attributed to a faulty relay on the pace/defib engine board. The device was recertified and returned to the customer. The reported malfunction of poor pad contact was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It is important to mention the mult-function cable used at the time of the reported event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.